Event description:
The customer reported via phone call that the insulin pump alarmed motor error while priming. Insulin could not be delivered. She changed the infusion set and insulin came out but the insulin pump alarmed no delivery. The customer received the no delivery alarm when she attempted to fill the cannula. The customer was able to complete the rewind sequence. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the displacement test due to constant motor error. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained keypad overlay, and cracked battery tube threads.